Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead revision on (B)(6) 2020 (related manufacturer reference number:1627487-2020-21126) the lead was cut and a portion of the lead remains implanted due to scar tissue. As a result, surgical intervention may be undertaken in the future to remove the remainder of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.